Event description:
The patient reported that on (B) (6) 2010, her blood glucose measured 80 mg/dl and she bolused through the infusion device and did not eat. She became unconscious and was found by her neighbor the following morning. Th neighbor called the ambulance and the patient was transported to the hospital. Her normal blood glucose range is 120-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.